Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus/basal delivery. No error alarm noted in alarm history screen. No alarm noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.